Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal and external visual inspection was performed and the device passed. Rite (returned instrument test evaluation) electrical and functional testing was conducted and the device passed. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The reported issue was not verified and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device emitted an electrical odor. This was noted during set-up of peritoneal dialysis. The patient would use manual supplies to continue therapy. There was no patient injury or medical intervention reported. No additional information is available.